Manufacturer narrative:
Device evaluation is currently in process and this will report will be updated when evaluation results are complete.

Event description:
It was reported that the customer experienced a ruptured balloon during use. Burst volume 0.5cc. A few minutes long pump run. The patient had no coronary artery disease. Avr case.

Manufacturer narrative:
Additional evaluation was performed by engineering. The defect was confirmed. Under 4.5x magnification it was observed that there was a tear in the middle of the balloon along the circumference. The edges of the balloon were ragged and thinned out. All the other lumens of the balloon were functioning as intended. The root cause of the burst cannot be determined and a CAPA will not be initiated at this time.

Manufacturer narrative:
Device evaluation: water was introduced into the device balloon and visually there is a small tear in the balloon where it is leaking. Visually under 10x magnification, it appears there is a small tear in the balloon. Due to the amount of dried blood in the area of the tear it is difficult to determine wall thickness and visual characteristics of the tear. Water was introduced through the device lumens and, with exception of the balloon, the water flows from where it should. There are no other defects detected with this device. A device history record review was completed and this device met all specifications upon distribution. Further investigation is in progress to determine root cause of the event.